Event description:
It was reported that atrial high rate episodes resembling electromagnetic interference (emi) were observed on an egm strip. The patient was installing shelves with a drill or skill saw at the time of the markers. The implantable cardioverter defibrillator (ICD) remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).